Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be scratched. Iol injector plunger slide above iol during insertion and concerned that it may have scratched iol. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched iol and plunger slide above iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. However, per the reported information, the company lens was used with the company handpiece. Per the company iol dfu (directions for use) the company lens is only qualified with the company handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).